Event description:
Medtronic received information via literature regarding an (B)(6) female patient with severe aortic stenosis who was referred for transcatheter aortic valve implantation (tavi). A medtronic 29-mm evolut pro bioprosthetic valve (unique device identifier numbers not provided) was selected. Intraoperatively, during attempts to position and deploy the valve, a native leaflet became ¿reversed¿ causing severe aortic regurgitation (ar) and interfering the full expansion of the bioprosthetic valve. The bioprosthetic valve was retrieved, and the reversed leaflet was restored with a pull-back balloon aortic valvuloplasty (bav) technique. In another attempt to implant the bioprosthetic valve, the leaflet reversal recurred, and was then abandoned considering the potential risk of valve dysfunction from under-expansion and/or migration. Subsequently, a non-medtronic 26-mm bioprosthetic valve was successfully implanted on top of the irreversible reversed leaflet. After post-dilatation, paravalvular leak was trivial and mean pressure gradient was 9 mmhg. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: ogawa et al. Irreversible reversal of aortic valve leaflet during transcatheter aortic valve implantation. Cardiovasc interv ther. 2021 oct;36(4):553-554. Doi: 10.1007/s12928-020-00700-3. Epub 2020 sep 10. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.